Event description:
That during a stent procedure, the stent delivery system (sds) was inflated to 14 atmospheres (contray to IFU) and the balloon ruptured. A perforation occurred and was treated with a balloon catheter.